Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: during investigation, the display screen was found to be faded, discolored and difficult to read. A test display was used for investigation and was found to function appropriately. A review of the pump history showed no alarms related to complaint however multiple pump reboots on (B)(6) 2013 were observed. Unrelated to the display issue, evaluation revealed a cracked battery compartment and damaged battery cap threads. There was evidence of moisture contamination inside battery compartment and on the underside of battery cap. The battery cap was not able to tighten to the pump. A power loss was observed during testing. A test cap was used and was also unable to fully tighten. A leak test showed a leak at the crack in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a faded, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/02/2013.